Manufacturer narrative:
Corrected b5 and b6 to reflect that the samples were retested on liat and another platform. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant result generated on 5 samples by the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. All 5 samples were initially tested with the cobas® liat® system and generated sars-cov-2 positive. Customer reran samples on the liat and also on general biologicals and/or labturbo systems and all targets resulted as negative. The positive results were not reported. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance five (5) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Data review indicated, that the liat¿ result may differ compared to the other platforms, general biologicals and labturbo systems, due to the limit of detection (lod) differences as well as different assays use different algorithms and target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Furthermore, the pcr curves for the sars-cov-2-target showed real amplification and a clear exponential elevation of the pcr growth curve, thus the allegation made by the customer can not be confirmed. All of the 5 samples are not low titer samples (lod). Per the customer's request a replacement of the liat¿ was issued and the instrument was returned to the repair depot. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant result generated on 5 samples by the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system. All 5 samples were initially tested with the cobas¿ liat¿ system and generated sars-cov-2 positive. The samples were repeated using another sars-cov-2 test by general biologicals corporation and labturbo systems and all 5 results were sars-cov-2 negative. The positive results were not reported. No harm is alleged. An investigation was conducted to evaluate the customers allegation. Per the FDA guidance five (5) mdrs will be filed, one (1) per each sample